Event description:
It was reported that pt presented with suture spitting after undergoing a utero - sacral acolpopexy surgery performed in 2001. The pt displayed pain, bloody discharge, and suture spitting. The physician removed suture from apex of the vegina. Granulation tissue was noted at the suture site.